Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose was 220 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.